Event description:
It was reported that approximately four years two months post port placement, the tip of the catheter was allegedly found broke upon removal of the port system. It was further reported that device was difficult to remove. Reportedly, the remnant catheter was removed in another hospital. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port implantable port, a cath-lock and a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and material separation issues and the identified dent in material and deformation issues, as a complete circumferential break was noted at the distal end of the proximal catheter segment. The distal end of the catheter segment appeared to be elliptical in shape. A complete circumferential break was noted on the proximal end of the distal catheter segment and appeared to be elliptical in shape. A circumferential kink was noted approximately 3.4cm from the distal end of the catheter. The surface of the complete circumferential break on the proximal segment was noted to be granular. The distal complete circumferential break surface was observed to be finely granular. However, the investigation is inconclusive for the reported difficult to remove issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port implantable port, a cath-lock and a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and material separation issues and the identified dent in material, wear and deformation issues, as a complete circumferential break was noted at the distal end of the proximal catheter segment. The distal end of the catheter segment appeared to be elliptical in shape. A complete circumferential break was noted on the proximal end of the distal catheter segment and appeared to be elliptical in shape. A circumferential kink was noted approximately 3.4cm from the distal end of the catheter. Both the proximal and distal edges of the complete circumferential break were noted to be jagged. The surface of the complete circumferential break on the proximal segment was noted to be granular. The distal complete circumferential break surface was observed to be finely granular. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately four years two months post port placement, the tip of the catheter was allegedly found broke upon removal of the port system. It was further reported that the remaining catheter was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that four years post port placement, the tip of the catheter was allegedly found broke upon removal of the port system. The remnant catheter was removed in another hospital. There was no reported patient injury.